Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaint included the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additional observation not reported by site included the instrument was found to have dried residue around the clamping pulley cable groove.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: this looks like a broken pitch cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was found to have the cable broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The issue occurred while suturing the tissue. The instrument did not collide with any other instrument or tool during the procedure. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist.